Manufacturer narrative:
Test strip lot # unknown. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
Mrs. (B)(6) called in concerned about her husband low bg results. Result in question was obtained from the logbook that caller keeps (B)(6) 2015 at 05:20 pm bg 82 mg/dl. Consumer woke up in the middle of the night sweating, weak and feeling sick mrs. (B)(6) tested her husband, the gave him glucose tablets and some orange juice. (B)(6) 2015 at 01:23 am bg 93 mg/dl result in question. Mrs. (B)(6) stated consumer had bg results that were lower than result in question, but never had such a bad reaction. Mrs. (B)(6) stated that consumer was recently diagnosed with alzheimer's and she is still learning about how to manage his diabetes. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.